Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on display window and cracked reservoir tube lip. No cracks noted on display window or on lcd glass.

Event description:
It was reported that the customer's insulin pump had cracks on the screen. At the time of reporting, his blood glucose was 142 mg/dl. He was advised to revert to his backup plan. The pump was returned. No additional information was reported.